Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not communicate with an electrode belt) has been confirmed. Upon investigation, the monitor's case was cracked and the belt receptacle was pulled free from the case. Upon investigation wires #2, 10, and 4 in the belt receptacle were severed. The cause of the inability to recognize and ECG signal was the severed belt receptacle wires. The root cause of the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it would not communicate with an electrode belt.